Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family was reported via phone call that the insulin pump gave error alarms and they were able to clear the alarm and rewind the insulin pump. The customer's blood glucose is 68 mg/dl. The insulin pump failed self test. Error table indicates that pump error alarm cleared active insulin. The product will not be returned for analysis.

Manufacturer narrative:
Hardware low level failures error confirmed in the device history due to broken trace.